Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced shortness of breath. The patient was hospitalized for the event. The cause of the shortness of breath was not reported. Treatment and outcome were not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.